Event description:
It was reported that the unit was sent to them for repair because the device comes up with an error message: "device not found" when plugged in. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent per service manual operational and diagnostic analysis confirmed the error. The epac top (condor), cable assy, encl./heatsink fan to main, epac bottom and tape sub-assembly and nut, 8-32 (earth ground) were replaced to address the issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Complaint information will be included in complaint trending that is reviewed by the applicable franchise CAPA council on a regular basis to determine if further action is necessary.